Event description:
It was reported that a pt underwent an open repair of a multiple defect incisional/ventral hernia on (B) (6)2010 using mesh. The defect was recorded as 7cm transverse by 20 cm longitudinal. The mesh was placed intraperitoneally. The wound discharge summary dated (B) (6)2010 was unremarkable. Post-operatively, the pt presented with a hematoma (subcutaneous) on (B) (6)2010. The hematoma was drained/evacuated. The event stop date is listed as (B) (6)2010.

Manufacturer narrative:
(B) (4) - hematoma: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.